Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter states patient tested 1.7 inr and 1.0 inr on the coaguchek xs system. No treatment required. No adverse event reported. Requested return of suspect strips and replacement was sent.